Event description:
It was reported the pt underwent total knee arthroplasty on (B)(6) 2004. Revision procedure was performed on (B)(6) 2006. Wear was noted on the femoral component. Right total knee revision on (B)(6) 2006. Surgeon reports upon removal of hardware placed (B)(6) 2004 that there was irregular wear observed on femoral component when removed.

Manufacturer narrative:
No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Examination of articular surface suggests bone cement particulate induced wear. This report filed on march 14, 2006. Add'l info from the user facility report: pt identifier: (B)(4); serial #: (B)(4).